Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-03622, 1627487-2020-03620, 1627487-2020-03618, & 1627487-2020-03619. It was reported the patient¿s entire scs system was removed due to an infection. The site of the infection is unknown. The infection was resolved.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.